Event description:
During prep of the device prior to use, a hub crack was detected during connection of the indeflator to the hub. The device was not used clinically. No add'l pt or procedural info is available per the reporting affiliate.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is said to be available for eval and testing; however, it has not been received to date. Add'l info will be submitted within 30 days of receipt.